Event description:
Rec'd information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been rec'd for eval; however, device eval is not yet complete. A supplemental report will be filed upon completion of eval.